Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the hospital complaining of chest pains that appeared to be non device related. The atrial lead exhibited noise. The noise could be reproduced with isometrics. A chest x-ray revealed no anomalies. The patient would be monitored.